Event description:
Reporter states that patient obtained back-to-back blood glucose results of "hi" (>600 mg/dl), 208 mg/dl, and 188 mg/dl on the aviva system. Reporter indicated that patient took no action based on these results. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.